Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The hospital discarded the device.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using the indigo system aspiration catheter 8 (cat8). The physician successfully removed the thrombus by using the cat8. 45 minutes following the procedure, the patient expired. The relationship of the cat8 to the patient's death is unknown and the physician is uncertain about the specific cause of the patient's death.